Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. The hcp called from the emergence room (ER) and reported that patient had a sudden seizure, further stating that the seizure might be related to the device. The hcp requested a manufacturer's representative (rep) to go and check the implant. The role of the rep was reviewed and it was recommended for the hcp to call the patient's managing physician. No further patient complications were reported/ anticipated as a result of this event.